Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that the insulin pump screen display and the reservoir insulin dose not match. The customer¿s blood glucose level was normal at the time of the incident. No further details were provided. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor . Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify insulin pump screen display and the reservoir insulin dose not match due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.